Event description:
Customer reported to beckman coulter, inc (bec) that sodium results generated on the unicel dxc 800 synchron clinical system had an unusual shift. Customer reported that when the samples were repeated on another dxc, the results were different. Customer reported that they ran quality control (qc) using biorad multiqual levels 1 and 2. Customer reported that qcs were low. Customer reported that they recalibrated the ion selective electrode (ise). Customer reported that na, calcium (calc), chloride (cl) and potassium (k) failed calibration on range. Bec customer technical support (cts) suggested that customer replaced the ise reference and ise buffer. Cts also guided customer in performing the twice weekly maintenance, and instructed customer to run four (4) serum samples. Cts guided customer in checking the reagents, lines, syringe, sample probe for bubbles, leak and kinks. Cts guided customer in cleaning the sample probe through the diagnostics mode, primed the ise system 20 times and asked customer to recalibrate all of the ises. Customer reported that they do not know when the twice weekly maintenance was done. Customer reported that erroneous results were not reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) noticed cloudy ise lines, and evidence of an electrolyte injection cup (eic) overflow. The fse cleaned the eic and decontaminated the system. The fse verified performance.

Manufacturer narrative:
(B)(4).